Event description:
Non-delivery reported. The pump was set to run tpn at 70ml/hr on line a. Cyclosporine 266mg in 250ml d5w at 10.6ml/hr on line b, and unk fluids and rates on lines c and d. At 2400, the nurse walked into the room and found the pump off, although it was plugged in. The nurse turned the pump back on and reset the parameters. At 0545, the nurse found the pump stopped again, and the containers with more fluid than there should have been. The nurse then switched out the pump. It is unk how long the pump was off. The amount of fluid underdelivery was unspecified. Incident report states no harm documented in chart.